Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire separated from jaws during use. A new device was opened and completed procedure without incident. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool handle and jaws. Heavy build up of charred tissues were observed on the jaws. The silicone insulation on the cold jaw was peeled from the tip down to the lower part near the base, exposing the metal underneath. Microscopic inspection showed the heater wire to be slightly flexed away but remained attached to the hot jaw. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "bent wire" was confirmed. The analyzed failure mode "peeled jaw" was also confirmed. Specific actions for both reported failure mode "bent wire" and analyzed failure mode "peeled jaw" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire separated from jaws during use. A new device was opened and completed procedure without incident. The hospital did not report any patient effects.